Event description:
On (B)(6) 2010 patient reported he is having trouble with his up button. Patient stated the up button became harder and harder to press about 2-3 weeks ago. Patient reported the button does not feel any different, but the up button will not respond like it used to. Patient stated he has to press it in hard to get it to respond like it should. Patient reported the buttons pop back up when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.